Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the field representative asked about the laser lead extraction and wanted to verify if the ra lead was an active or passive fix. The technical services (ts) assessment checked over lead specs for each of the leads. There were no additional adverse patient effects reported. This ra lead was explanted.